Event description:
A wilson-cook esophageal z-stent with dua anti-reflux valve was placed in the esophagus of the pt exhibiting adeno carcinoma at the ge junction and proximal stomach. The stent did not fully open, due to a gastric tumor at the pt's ge junction and stomach. The physician reviewed the stent fluoroscopically and determined that five of the six cages were visible. The stent was flushed with water and only a small amount of fluid would pass through. Further evaluation the next day confirmed that the sixth cage of the stent and the anti-reflux valve had inverted. The physician attempted to "revert" the valve endoscopically one, three and five days post placement. All attempts were unsuccessful. The stent was left in place. A jejunal feeding tube was surgically placed for nutrition support.